Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh magog inc on behalf of the (B)(6)). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Arjohuntleigh was informed about an incident where it was indicated that the maxi move lift tipped over during the patient's transfer in sling from the bed to the wheelchair. From the information received, the resident was being positioned over the wheelchair by the caregiver and when was approximately 10 inches over the wheelchair the lift tipped over. The resident fell into the wheelchair. The patient involved received a bump on top front of the head but no treatment was required. When reviewing similar reportable events, we have found a number of cases with similar fault description (tilted sideways). The trend observed for reportable complaints with this failure mode is currently considered to be very low and stable. It has been established that the lift device (maxi move) and the sling was being used for patient handling at the time of the event. No malfunction could be found on the maxi move lift and no malfunctions were indicated on the sling that could have caused or contributed to the event. Therefore, the lift and the sling which work as a system were found to have been to specification when the event took place. As required per (B)(4) a stability test has been performed that proves that even on a tilting slope, when lifting 1.25x the safe working load, adn in the most adverse position, the maxi move does not become unstable. Based on the event description, review of previous related complaint investigations and the technician conclusions, it appears the maxi move was not correctly positioned above the wheelchair the caregiver may have decided to pull the patient into place which can destablize the lift. It appears more likely that the person in the sling was vehemently pulled into the desired position and the lift toppled over in the direction that was pulled. This constitutes a use error: not placing the lift as described in the instructions for use (IFU), not avoiding the use of the body of the patient as leverage. The possible sequences of events presented above seems to be the most probable and to be in tline with the event description. Our evaluation appears to be in line with a use error having occurred. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. When the IFU and the correct lifting procedure would have been followed the event would have been avoided. It appears more likely that the training provided for the facility staff involved was insufficient. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.

Event description:
(B)(4).